Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues noted that would cause high blood glucose levels. It could not be conclusively determined if the cannula was improperly inserted in the infusion site.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 450 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient was unsure if cannula was properly seated in the infusion site (arm).